Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered a burst of anti-tachycardia pacing (atp) and a shock due to atrial fibrillation. Reprograming of the device and a potential atrial fibrillation ablation were discussed. This device remains in service. No further adverse patient effects were reported.